Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts had been generated due to an out of range pacing impedance measurement on the atrial channel and a ventricular tachycardia (vt) episode. Review of the device data identified the out of range pacing impedance measurement was less than 200 ohms and several low measurements were also noted from the past. Additionally, there was a stored episode of inappropriate atrial tachycardia response (atr) due to noise on the atrial channel. A boston scientific technical services consultant documented the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts had been generated due to an out-of-range pacing impedance measurement on the atrial channel and a ventricular tachycardia (vt) episode. Review of the device data identified the out-of-range pacing impedance measurement was less than 200 ohms and several low measurements were also noted from the past. Additionally, there was a stored episode of inappropriate atrial tachycardia response (atr) due to noise on the atrial channel. A boston scientific technical services consultant documented the reported clinical observations. No adverse patient effects were reported. It was reported that another alert for a vt episode had occurred. Review of the data identified the rhythm may have been atrial driven with atrial undersensing and noise observed at the end of the electrogram (egm). Presenting egm showed undersensing of occasional atrial signals and potential non-capture. Atrial impedance trend showed continued frequent decreased measurements and out-of-range measurements greater than 200 ohms at time. Additionally, elevated threshold measurements were still observed at the patient's most recent office visit. The continuation of the chronic clinical observations was documented. No adverse patient effects were reported.